Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system was reportedly exercising and was in sinus tachycardia. The rate rose above the maximum tracking rate (mtr) and all atrial events were in refractory, sending the patient into ventricular tachycardia (vt). The first shock delivered was successful; however, the patient remained in sinus tachycardia, returning into vt. The device then delivered eight shocks, resulting in therapy exhaustion. Post shocks, the patient was taken to the emergency room , however, no injuries were sustained from the shocks. The ventricular rate response (vrr) was programmed off and the mtr was increased to allow higher tracking pacing. The patient was admitted to the hospital for observation and scheduled for an ep consultation. Upon further review of the arrhythmia logbook, a shock had been delivered where an arrhythmia was induced by a ventricular pace set up by cross chamber blanking after an atrial pace. No further complications were noted.